Manufacturer narrative:
An evaluation of the kangaroo pump was performed when service found the unit is failing the rotor error alarm section of the performance verification; rotor error alarm section of performance verification was performed five times. Two iterations resulted in a rotor error in excess of one minute, which is out of specification. Three iterations resulted in flow errors in excess of two minutes. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the unit is failing the rotor error alarm section of the performance verification.